Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hepatectomy. Poor staple formation led to the devices staples falling into the patient's cavity and were retrieved. Staples was placed using a magazine where it held when there were three rows of staples. The phenomenon had been described as a zipper. Hospitalization was extended by one hour and another operation will be done to resolve the issue. Patient is alive.